Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was one motor error and one motor rewind error observed in the pump's black box on (B)(6) 2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No call service alarms were duplicated when the motor was exercised.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting a call service 64 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.